Event description:
The facility reported a pump with failure code 812:02. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed. Inspection of the device found that this failure code was caused by a faulty pump head module. The pump head module was replaced.